Event description:
During a laparoscopic repair of giant para-esophageal hernia with nissen fundoplication procedure, the curved blade came off of the tip of the device. There was no reported patient consequence.